Event description:
Received info stating pt had expired while on achieva ventilator. Pt's family alleged unit did not alarm at the time of event. Unit has been evaluated by the (B) (4) company as well as by nellcor puritan bennett. The unit was found to be audio and visually alarming. Results indicate unit was working according to specifications.